Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. Following the procedure, the patient experienced pain on the right side due to erosion. The device remains implanted. No additional information was provided.

Manufacturer narrative:
It was reported that a patient underwent an obturator sling procedure on 08/23/2007. Following the procedure, the patient experienced pain on the right side due to an erosion on that side. The patient underwent a small procedure for treatment of the erosion which had no effect on the patient¿s pain. The physician removed as much of the sling as possible between the rami inferior and ossis pubis, estimated approximately 5 cm. Currently, there is no mesh erosion. The mesh sling is superficially just under the lining of mucosa right side. Currently, the patient reported that her pain is gone, has resumed all physical activities including sexual activity without pain. She had an urge component which is also improved, but still has stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.